Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 16 occurred followed by a cartridge alarm 9. Reportedly, the customer was confident that only 300 units was loaded into the cartridge. The customer was able to load a new cartridge successfully.